Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. Surgical intervention may be pending to address the issue

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.